Event description:
It was reported that the attempted right ventricular (rv) lead was exhibiting low r-wave measurements. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Electrical resistance and cross continuity test results were within specifications. (B)(4).